Event description:
It was reported that the implantable pulse generator (ipg) reached early elective replacement indicator (eri). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement was triggered on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed during the analysis of the returned device the failure on the hybrid disappeared. Analysis found the device to have a depleted battery. When powered by an external supply, the device demonstrated high current drain and low pacing output. However, after etching the hard die coat to expose the backside of the hybrid to investigate the l187 integrated circuit, the hybrid functioned nominally. The failure condition could not be reestablished. Therefore, the cause of the premature battery depletion was not determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).